Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the baker grade was grade iii bilaterally. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 20 2021, additional information was received indicating the date of explantation was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) -year-old female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implants 600cc and experienced bilateral capsular contracture baker grade unknown and rupture on the right side post-operatively. As a result, the patient underwent removal on (B)(6) 2020. This report is for the left breast prosthesis.